Event description:
It was reported that pump issued cartridge alarm during cartridge loading, and customer had seen cartridge alarms with consecutive cartridges, with confirmation that cartridge alarm 30 occurred when customer did not wait for prompt in tandem mobi mobile app before removing and loading cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to ensure insulin delivery, and technical support educated customer to always wait for app prompt, instructed customer on putting pump into storage mode, confirmed return of problematic pump within 10 days using provided shipping materials, and arranged shipment of replacement pump, with guidance to reprogram pump settings and reconnect continuous glucose monitor on replacement device.